Event description:
It was stated that the customer was hospitalized for high blood pressure and high blood glucose levels of 388 mg/dl. The customer's son wanted assistance in viewing the bolus history and turning off the sensor feature. Advised to wear the infusion sets for no more than three days, as the customer had been wearing for longer than three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.